Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the treatment for the peritonitis was not reported. On unreported dates, the patient was hospitalized for the event and pd therapy was withdrawn. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis. No additional information is available.